Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the battery voltage of the patient's ins was decreasing sharply. No actions had been taken. It was possible the issue was related to impedances. The ins was not explanted but the issue was not resolved at the time of the report. The rep was scheduled to meet with the patient next month to determine future actions. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.